Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as red and dry with some puffiness. Sensor was inserted at arm on (B)(6) 2015. Patient was seen by a dermatologist for a non dexcom related issue on (B)(6) 2015. Patient's father brought sensor patch skin reaction to the physician's attention. Dermatologist prescribed cordran to treat the affected area. At the time of contact, patient's current skin reaction was slowly fading and redness was subsiding. No additional event or patient information is available.